Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that there is a new custom for a mets case revision due to aseptic loosening.

Manufacturer narrative:
Correction: product long description was corrected from mets distal femur to femoral stem curved catalog msstm/13x150. Additional mfg narrative: a review of the provided medical records by a clinical consultant concluded "the aseptic loosening could be due to wear particle induced osteolysis and bone resorption, it is not necessarily related to the design of the implant." However the exact cause of the event could not be determined because further information such as the primary operative report, product return as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It has been reported that there is a new custom for a mets case revision due to aseptic loosening: